Event description:
It was reported that the ventilator had a proximal pressure line disconnect error that continually occurred. Reportedly, the unit would not switch to standby due to the issue. There was no patient involvement. The manufacturer¿s international service technician inspected the device and could not duplicate the reported issue of proximal line disconnect error. The manufacture international technician was able to confirm that the unit would switch to standby when the standby tab was pressed. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.

Manufacturer narrative:
(B)(6).